Event description:
The customer reported to olympus the evis lucera gastrointestinal videoscope had poor air and water supply. There was no patient/user harm or injury reported due to the event.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was able to be confirmed. During the evaluation it was observed that a foreign object was clogging the nozzle. Due to this clog, the draining function was reduced, and the air and water supply was insufficient. This finding was due to insufficient cleaning of the scope or handling problem. Upon further inspection, it was observed that the adhesive of the curved rubber was missing. It was also observed that the play of the angle knob was out of the normal state due the elongation of the angle wire. Additionally, it was observed that the bending angle was insufficient due to the elongation of the angle wire. It was observed that the electrical connector had water coverage. It was also observed that the water tightness was not maintained due to perforation of the forceps channel caused by external factors. It was observed that the insertion tube oredome was broken due to an external factor. Lastly, scratches were observed on the following unit components due to external factors: the scope connector joint, tip cover, operation part, switch 1, up and down knob, up-down angle fixing lever, right and left knob, the grip, universal cord and on the right-left angle fixing knob. Due to the nature of this reportable event, the customer provided the cleaning sterilization and disinfection (cds) processes performed at the user facility. The customer cleaned, disinfected, and sterilized the equipment prior to requesting repair. The customer confirmed that the facility does not delay the start of precleaning on the equipment after use. During the precleaning process, the customer supplies air and water through the nozzle. The customer confirmed that the facility wipes or brushes the air and water nozzle with a gauze, brush, or sponge. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation as well information received from the user facility. The evaluation of the device has been completed. It has been over 11 years since the subject device was manufactured. A review of the device history record and quality data trending & analysis and monitoring found no deviations that could have caused or contributed to the reported issue. It was confirmed that there were no signs of deformation of the nozzle. It was also confirmed that there were no deviations in reprocessing by the user facility. The foreign material also could not be identified. Given this information, the root cause of this events could not be determined. During a follow - up with the user facility, it was confirmed that: the device was inspected prior to use and the results confirmed the defect in the air and water supply prior to use. No other information was available or known regarding the event. Olympus will continue to monitor the field performance of this device.